Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the error. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the usm involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported a repeated error on arm #3. The caller was able to power cycle the system prior to calling and the error retuned on startup. At time of the call, the system had arm #3 disabled however, the surgeon wanted all 4 arms. The caller was advised that since arm #3 was disabled, it would need to be restated to regain the arm control. Surgeon didn't want to power cycle at time of call. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that arm 3 was disabled and the procedure was completed robotically with only 3 arms.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned and evaluated by the failure analysis team. During fa, the usm triggered error 32098 on the system and patient side cart fixture test platform (pftp) which can be related to the 23138 reported problem as per the error description, 23138 can be caused by either the hall or encoder. After reseating the yaw flat flex cable (ffc) on the chip encoder virtual absolute (cva) printed circuit assembly (pca), the error was no longer triggered. Fa identifies the yaw cva pca to be the root cause of the reported event. Field h8 corrected to initial use.

Event description:
Refer to h11 for follow-up information.